Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that the thread of the clamp screw was deformed and not usable. No patient was present during the time of the reported incident.